Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('physical pain/ pelvic pain') in a 31-year-old female patient who had essure (batch no. C03099) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (norco) from (B)(6)2014 to (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014 and paracetamol (tylenol) from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with zolpidem and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per reported for height: 6ft 5in. Discrepancy noted for date(s) of insertion, previously date of insertion was reported as (B)(6) 2014, now in current pfs it was reported as (B)(6) 2014. Discrepancy noted for essure confirmation test that it was reported as plaintiff did not underwent for essure confirmation test. Received treatment for pelvic pain, abdominal pain, metorhagia, migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Batch no c03099, production date 2013-12-11, expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "vaginal hemorrhage and menorrhagia" was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. C03099) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2014 to (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to 2014 and (B)(6) (tylenol) from (B)(6) 2014 to (B)(6) 2017. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with zolpidem and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per reported for height: 6ft 5in. Discrepancy noted for date(s) of insertion, previously date of insertion was reported as (B)(6) 2014, now in current pfs it was reported as (B)(6) 2014. Discrepancy noted for essure confirmation test that it was reported as plaintiff did not underwent for essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Batch no c03099 production date 2013-12-11 expiration date 2016-12-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-aug-2019: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('physical pain/ pelvic pain') in a 31-year-old female patient who had essure (batch no. C03099) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (norco) from september 2014 to december 2017, medroxyprogesterone acetate (depo provera) from may 2014 to november 2014 and paracetamol (tylenol) from september 2014 to december 2017. On (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with zolpidem and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per reported for height: 6ft 5in. Discrepancy noted for date(s) of insertion, previously date of insertion was reported as july-2014, now in current pfs it was reported as (B)(6) 2014. Discrepancy noted for essure confirmation test that it was reported as plaintiff did not underwent for essure confirmation test. Received treatment for pelvic pain, abdominal pain, metorhagia, migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Batch no c03099 production date 2013-12-11 expiration date 2016-12-31 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new events - abdominal pain, metorhagia, migration were added. Updated outcome of events pelvic pain, abdominal pain, metorhagia to recovered/resolved. Reporter was added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. C03099) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate; paracetamol (norco) from (B)(6) 2014 to (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 and paracetamol (tylenol) from (B)(6) 2014 to (B)(6) 2017. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with zolpidem and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per reported for height: 6 ft 5 in. Discrepancy noted for date(s) of insertion, previously date of insertion was reported as (B)(6) 2014, now in current pfs it was reported as (B)(6) 2014. Discrepancy noted for essure confirmation test that it was reported as plaintiff did not underwent for essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs received. Case become incident. Lot number was added. Added event abnormal bleeding (vaginal, menorrhagia), depression, mental anguish. Updated outcome for pain from unknown to recovering / resolving. Updated onset date of events. Reporter's information was added. Patient's demographics was added. Concomitant drugs, treatment drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.